Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with a ruptured aneurysm that had grown from 65 mm to 100 mm. There were endoleaks from several levels. The decision was made to perform an emergency explant of the stent graft and replace it with an aorto-bi-iliac. No further information was provided. The cause of the event was stated to be an endoleak. The type of endoleak was unknown. No additional clinical sequelae were reported and the patient is fine.